Event description:
It was reported the rotawire was difficult to remove from the patient. A rotoblation procedure was being performed to treat angina. The target lesion was located in the left anterior descending artery. During the procedure it was noted that the rotapro advancer was not able to start. A new advancer was opened and was used, however when the advancer would start in dynaglide mode it would display a stall. This second advancer was still used to complete the procedure. It was also noted that during the procedure the rotawire became stuck within the patient and was not able to be moved. The rotawire was completely removed from the patient and the procedure was completed successfully. No patent complications occurred as a result of this procedure.

Manufacturer narrative:
D1: brand name update from rotawire drive to rotawire and wireclip torquer.

Event description:
It was reported the rotawire was difficult to remove from the patient. A rotoblation procedure was being performed to treat angina. During the procedure it was noted that the rotapro advancer was not able to start. A new advancer was opened and was used, however when the advancer would start in dynaglide mode it would display a stall. This second advancer was still used to complete the procedure. It was also noted that during the procedure the rotawire became stuck within the patient and was not able to be moved. The rotawire was completely removed from the patient and the procedure was completed successfully. No patent complications occurred as a result of this procedure.

Manufacturer narrative:
D1: brand name update from rotawire drive to rotawire and wireclip torquer.

Event description:
It was reported the rotawire was difficult to remove from the patient. A rotoblation procedure was being performed to treat angina. During the procedure it was noted that the rotapro advancer was not able to start. A new advancer was opened and was used, however when the advancer would start in dynaglide mode it would display a stall. This second advancer was still used to complete the procedure. It was also noted that during the procedure the rotawire became stuck within the patient and was not able to be moved. The rotawire was completely removed from the patient and the procedure was completed successfully. No patent complications occurred as a result of this procedure.